Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Weight: unk. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -12.50/+4.5/102 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and rotation. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container. Visual inspection found optic torn/split and haptic torn/broken/bent/deformed. Claim #(B)(4).

Manufacturer narrative:
Previously stated that the problem was resolved with the lens exchange. Corrected information-the problem was not resolved with the lens exchange. See MFR report# 2023826-2018-01211 for case continuation. (B)(4)